Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient developed new pain, burning sensation and neuritis secondary to lead migration which was due to fall. The patient underwent a revision procedure wherein an anchor was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to the initial MDR in describe event or problem, evaluation codes, and additional MFR narrative. (B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model: sc-4318, lot: 19131469, description: clik x anchor. The explanted clik anchor was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing new pain, burning sensation, and neuritis. It was reported that the patient was being prepared for transport to a hospital gurney, after the implant procedure, when she began to slip off the or table and the medical staff twisted her forcefully back up onto the operating table wherein she felt the sudden onset of pain in her hip. The patient later underwent a revision procedure wherein an anchor was replaced. The patient was doing well postoperatively.